Manufacturer narrative:
The event occurred in a foreign country.

Event description:
Reporter stated that a neonate's blood glucose was measured, using the inform system, with back-to-back results of 1.4 mmol/l and 1.7 mmol/l. The neonates blood glucose was reportedly retested, on a laboratory instrument, with a result of 2.6 mmol/l. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product for evaluation.